Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report an unexpected restart alarm that occurred after battery replacement. The customer's blood glucose reading was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump passed the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The pump had an unresponsive restart alarm that occurs after battery change due to voltage leak. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked display window.